Event description:
General report received of an unspecified number of undocumented incidents of leaks. On unspecified dates, the male adapter of power injector tubing sets were connected to the clave port of the extension tubing sets and were being used to deliver 100ml of unspecified contrast mediums, at a rate of 3ml/sec, with a pressure setting less than 325psi via power injectors. The option-lok male adapter of the extension tubing sets were connected to the patient's IV access sites. The customer contact reported that less than 5 minutes after the deliveries were started, 10-15ml of contrast medium leaked from the connection of the clave port and the semi-rigid female adapter of the extension tubing sets. The extension tubing sets were replaced and procedures were resumed. There were no reports of adverse patient effects and no reported delays of therapies critical to these patients. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated the devices were discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.